Event description:
Healthcare professional reported, right side rupture. "Lymphadenomegaly axillary", and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Fax number: (B)(6). Postal code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy; rupture.

Event description:
Healthcare professional reported right side rupture, "lymphadenomegaly axillary", and capsular contracture, baker grade ii. Device has been explanted.